Manufacturer narrative:
Correction to field h6: patient code and impact code.

Event description:
It was reported that the positioning of the left deep brain stimulation (dbs) lead was deemed to be in an non-ideal location by the physician. As a result, the patient was unable to receive adequate stimulation. The patient underwent a revision procedure due to physician error, as the lead was in the wrong position. The lead was explanted and replaced. The explanted lead was disposed of by the medical facility and will not be returned for analysis.

Event description:
It was reported that the positioning of the left deep brain stimulation (dbs) lead was deemed to be in an non-ideal location by the physician. As a result, the patient was unable to receive adequate stimulation. There were no reported device issues. However, the patient underwent a revision procedure due to the lead being in the wrong position as a result of physician error. The lead was explanted and replaced with a new lead. The explanted lead was disposed of by the medical facility and will not be returned for analysis. The patient is now doing well postoperatively.